Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's atrial lead impedence warning triggered for low impedence. The lead remains in use in a unipolar setting. No patient complications were reported as a result of this event.